Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported incorrect flap depth found on topography post lasik. Patient flaps ended up thicker than planned.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The patient files and service request were requested, but have not been provided. With limited information the root cause could not be determined conclusively.(B)(4).